Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI is not known as the part and lot number were not provided.

Event description:
It was reported that when attempting to advance unspecified balloon catheters and unspecified stent delivery systems the devices get stuck with the .014 whisper guide wire. The devices cannot move forward. Therefore, an unspecified guide wire is used to complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The production record for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number were not reported. Based on the information provided, a definitive cause for the reported issues could not be determined factors that may contribute to difficulty advancing and removing a balloon catheter and stent delivery system over the guide wire include, but are not limited to, outer diameter of the guide wire, challenging anatomy, device support, buildup of procedural contaminants, user technique, inadequate hydrophilic coating on guide wire and/or damage to the balloon catheter or stent delivery system and/or damage to the guide wire. Based on the results of the complaint investigation, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. D1 correction: brand name updated. D2a correction: common device name updated. The additional device referenced in b5 is filed under a separate medwatch number.

Event description:
Subsequent to the previously filed report, it was reported that a.014 whisper extra support guide wire and a .014 whisper ms guide wire met resistance with the balloon catheter and stent delivery system and would get stuck. However, it is unknown which specific guide wire became stuck with the balloon or stent. No additional information was provided.